Event description:
The customer reported that the error code of interlock not ready displayed on the system.

Manufacturer narrative:
The ge service rep found the tower power circuit breakers to be bad. He replaced the worn and weakened tower power circuit breakers. Uroview breakers now engage, and hold power properly. Unit checks good.